Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the same malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reoccurs, which they understood and acknowledged.